Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device was unable to analyze. Complainant indicated that the clinician performed CPR to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. Review of the clinical data showed that the case was 38 seconds long. Within 8 seconds of the device powering on the device prompts "change batteries" message. The clinical data showed that the device does perform an analysis and prompts "no shock advised" message 5 seconds after the change batteries prompt. About 2 seconds after the "no shock advise" message the device prompts "start CPR". The electrodes are disconnected 7 seconds after the no shock advise prompt, and the device powers off 9 seconds after the electrodes are disconnected. These facts indicate that the device was powered off by the user. There is no evidence of any device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.